Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced occlusion from the reservoir. The customer had low reading of 39 mg/dl which was treated with a cookie. The customer declined to troubleshoot for low readings. The customer's current blood glucose reading was 110 mg/dl. The customer mentioned air bubbles in the reservoir. The customer stated that the issue was resolved by purging the bubbles to the top of the reservoir.